Manufacturer narrative:
Date of event: (B)(6). Date of report: 28aug2019. This device was not evaluated by a philips employee. The customer resolved the reported issue. The customer conducted troubleshooting with technical support over the phone. Technical support recommended replacing the speaker, power management (pm) printed circuit board (pcb), or motor controller (mc) pcb. During follow up, the customer reported that replacing the speaker resolved the reported issue. The speaker assembly was returned for failure investigation. Visual inspection of the speaker assembly revealed no evidence of damage or contamination. The speaker assembly was tested and no failures were identified.

Event description:
The customer reported that the v60 ventilator generated a check vent primary alarm failed error message. The ventilator was not in use on a patient at the time of the reported event.